Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of lobectomy, they confirmed air leakage from the whole staple lines at the leak test with 15mmhg. The procedure was completed with another device. The surgical time was extended by more than 30 min. Oozing bleeding occurred as a result of the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of lobectomy , they confirmed air leakage from the whole staple lines at the leak test with 15mmhg. The procedure was completed with another device. The surgical time was extended by more than 30 min. Oozing bleeding occurred as a result of the issue.